Event description:
Implant (B)(6) 2010 - mesh exposure. On (B)(6), complications breaking apart, fix additional surgeries to attempt to correct. Massive pain, vaginal lesions. Bladder, bowel and abdominal issues (B)(6) continue. Mesh continued to tear in 3 additional plates again (B)(6) 2011 continued severe abdominal, pelvic pain. Sexual discomfort severe. Additional surgeries (B)(6) 2010, (B)(6) 2011. All related to removal of bad medical device implant of (B)(6)2010 with dr. (B)(6).